Manufacturer narrative:
Other relevant devices are: rel46: lot number: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported that during the index procedure, once the stent grafts were implanted, the physician began ballooning using the kissing balloon technique. It was confirmed it was reliant balloons that were being used. After post dilation the patients blood pressure dropped. Anesthetics gave pressers and blood pressure responded. The physician performed an angiogram run to determine if a rupture could be visualized. The angiogram was inconclusive so the physician ordered a cta to determine if there was a contained rupture of the distal aorta. When the patient was moved from the surgical bed to the stretcher they crashed and CPR was performed. The patient was moved back to surgical bed and a 16 fr sheath was place into the right groin and a reliant balloon was place in the supra celiac aorta for hemostasis. The surgeon then opened the abdomen. The anterior wall of the aorta had ruptured. There was no endoleak anteriorly or posteriorly so the surgeon sutured the anterior wall closed then did the same to the peritoneum. The balloon was then deflated. The patients pressure was stable. The surgeon closed the abdomen and the patient was sent to ICU in stable condition. As per the physician the cause of the event was anatomy and noted a narrow calcified distal aorta. No additional clinical sequalae were provided and the patient is fine.